Manufacturer narrative:
If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd alaris smartsite needle-free valve had leakage. The following information was provided by the initial reporter, translated from chinese to english: the patient experienced difficulty moving their right lower limb after waking up at 2:00 pm on (B)(6) 2025. These symptoms persisted without improvement. At 8:14 am on (B)(6) tirofiban was administered via intravenous infusion. During the connection of the indwelling needle and extension tube using a needleless closed infusion connector, leakage occurred. Upon investigation, it was discovered that the rubber stopper at the connection point had poor elasticity. The needleless closed infusion connector was promptly replaced, and the patient was not affected. Additional information received from the customer: please provide the lot number of affected product? Batch number: 25065233 please confirm what substance was being infused during the time of the event? Drug: tirofiban please confirm when the fault was identified during priming or during infusion? If during infusion, how long into the infusion? Initiation process please confirm if there are any visible defects i.e., cracks, flashes, kinks? No defects seen please confirm the infusion set-up ¿ gravity or pump, height of infusion line, entry point to patient, infusion rate and pressure, infusion line set-up (other extensions or accessories) etc? Infusion pump

Manufacturer narrative:
Investigation result: a 2000e china product was not available for investigation of pr 13950583; however, the customer confirmed that the complaint sample was from lot 25065233. The feedback provided by the customer states that, "during connection of the indwelling needle and extension tube using a needle-free closed infusion connector, leakage occurred. Upon immediate inspection to identify the cause, it was found that the rubber stopper at the connection point exhibited poor rebound." Further information provided by customer states that, the incident occurred during initiation stage of infusion and drug used for infusion is tirofiban. There are no visible defects seen in the product. The details of this feedback were forwarded to the manufacturing site for investigation, where a review of the production records for lot 25065233 did not identify any in-process testing failures or quality deviations which may have caused or contributed to a report of this nature. The root cause of the customer¿s experience could not be determined in this instance as no sample was received for investigation. Without a sample to examine it is not possible to determine whether a manufacturing defect could have caused or contributed to a report of this nature. In this instance, without the complaint sample to examine it has not been possible to conclusively link this feedback to a specific failure mode; however, a review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the product 2000e china in the past 12 months.

Event description:
No additional information.